Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was instructed to continue using it and to call back if any malfunction code recurred. The customer acknowledged and understood the instructions given.